Event description:
During the atrial flutter procedure, communication issues resulted in a procedural delay. After all connections were established, it was noted that the signal could not be recorded, and the catheter was not displayed on the monitoring screen. The catheter was exchanged for a new one, but the same issue occurred with the replacement catheter. The second catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. No anomalies were noted on the eeprom payloads. Electrode 1, the tip thermocouple, and the magnetic sensors met specifications during electrical testing with no open or short circuits detected. However, electrode 2 read as an open circuit during electrical testing. Further investigation revealed that conductor wire 2 was fractured proximal to the weld joint between the wire and the electrode ring, consistent with the detected open circuit and the reported event. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire remains unknown.